Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) that a patient had been in the hospital for several days and had an uptick in their symptoms of nausea and vomiting. They wanted to see if the battery was dead. They were coordinating with the hospital and the implanting hcp to make it happen. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep stated that the patient went into the hcp office after a fall where they fractured their right ankle. They had been experiencing intermittent nausea at home before they came in. The patient stated that usually when that happens their battery starts going dead. They checked the battery and they battery status was "ok". Their impedance was good at approximately 400. They would have te patient follow up with the hcp at a later date. No further complications were reported.